Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the lead. Patient was asymptomatic. The lead was capped and replaced on (B)(6) 2016. The patient was in good condition following the procedure.